Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a bad sensor alert on their insulin pump. The patient's blood glucose level was at 50 mg/dl. The customer stated that he had low blood glucose because he gave himself too much insulin. The customer was assisted with proper sensor insertion methods and was informed that the sensor needed to be replaced. The customer was shipped a new sensor. No further information was provided.